Event description:
When the product was opened, it was discovered that there was a hole in the sterile packaging. This caused a surgical delay of 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.